Event description:
Event description cpi received information that the patient reported that his implant site felt very hot and beeping tones were heard. When the physician attempted to interrogate the ICD a fault code was displayed that indicated a power supply measurement problem occurred. The fault code reproduced itself when additional interrogation attempts were made, however, beep tones could not be elicited with a magent application. The programmed parameters had reverted to storage mode.